Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed downstream occlusion which was reproduced during evaluation. A review of the event history log identified "downstream occlusion" alarms on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined during a visual inspection to be a damaged force sensor wire. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. No additional information is available.